Event description:
It is reported that helical blade coupling screw broke off when a surgeon tried to insert coupling screw with the help of helical blade inserter. The surgery was completed successfully. There was no delay in the surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): the investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by product development engineer. The report states that two parts 1) helical blade inserter (part # 357.372, lot # 4996717) and 2) helical blade coupling screw (part 357.377, lot # 4546589) was received in two pieces for evaluation with complaint category "broke". It was reported that the helical blade coupling screw broke off when a surgeon tried to insert the coupling screw with the help of helical blade inserter. The date of manufacture for part 357.377 is april, 2003. The coupling screw is 11 years old. The date of manufacture for part 357.372 is april, 2005. The inserter is 9 years old. A visual inspection of the witness marks on this helical blade inserter reveals that the inserter has sustained considerable hammer blows to the alignment indicator knob and ears of the part. The gold anodized handle is observed to contain a plethora of nicks, gouges, and deep scratches consistent with being struck throughout its service life by hammer blows. The shaft of the coupling screw was observed to be unremarkable. The knurling on the indicator knob of the coupling screw was observed to be unremarkable. The locating pin is observed to be unremarkable. A review of drawing (B)(4) was performed and the dimensions, materials, and finishing processes are appropriate for a robust coupling screw. Technique guide (B)(4) provide written instructions for the proper care, use and routine cleaning and inspection of instruments and should be followed. The best method to track usage for the part is to calculate the number of helical blades sold which is approximately (B)(4). The calculated occurrence rate for each failure mode is (B)(4) which aligns with the estimated occurrence rate of (B)(4) categorized as ¿improbable¿. The witness marks indicate this instrument has been subjected to considerable unforeseen misuse as by the damage. The design of this instrument did not lead to this complaint rather the unforeseeable misuse of this instrument has led to this complaint. The witness marks indicate the inserter has been subjected to considerable unforeseen misuse as by the damage. The design of this instrument did not lead to this complaint rather the unforeseeable misuse of this instrument has led to this complaint.

Event description:
This is report 1 of 2 for complaint (B)(4).